Event description:
Medtronic received information that seven weeks following the implant of this transcatheter bioprosthetic valve, the patient had complaints of lightheadedness, palpitations and a strange sensation to face. An electrocardiogram (ECG) revealed first degree block which converted into second degree block. Medications were prescribed but were unsuccessful. Subsequently, the patient required permanent pacemaker implant and the patient recovered. No adverse patient effects were reported.

Manufacturer narrative:
The relationship between duration of implant and the incidence of first-degree block which converted into second-degree block could not be determined from the available information; however, conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).